Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 4.1 was found broken, and upon inspection, the bumpers (dog bones) in the railing were missing, with further inspection revealing additional damage. A field service engineer (fse) logged into the application and removed the cubies. Replaced the drawer 4 and a firmware update was completed, followed by logging back into the application to configure and address the drawer in storage space configuration. All cubies were reinstalled in their original positions, and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary fmc-9nb drawer 4.1 (half-height cubie), the drawer was broken at the rear and was hanging off its hinges. The drawer was structurally unstable and required replacement. However, there were no delays or adverse events or injuries reported based on this event.